Event description:
It was reported that the patient experienced withdrawal. The health care professional ("hcp") determined that there was an occlusion in the catheter, and the distal end of the catheter was removed. The hcp noted "substance" at the distal tip. The medication being delivered via the device system was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.